Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a1, a2, b7, d3, d4, g1, g2, h4. Corrected information: g1. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted a recurrent ventral hernia containing incarcerated omental attachments, where he freed the omentum from the recurrent hernia and removed the previously implanted proceed. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.